Event description:
Per rn: surgeon stated stapler reload not cutting through tissue at distal end of stapler reload. The surgeon tried with two additional reloads and then still needed laparoscopy scissor to cut through tissue to complete removal of appendix. Per op report: the endo gia stapler with a tan load was then introduced into the abdomen. The appendix was transected at the base of the cecum with a single firing. While the staples reached across the entire base of the appendix, a small portion of the distal margin was not cut. We then fired a second tan load across the distal portion. Again, staples reached across the base of the appendix, but the most distal portion was not transected. This appeared to be a stapler malfunction. We then used the harmonic scalpel to transect the base of the appendix between the staple lines.